Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was able to replicate the reported issue. Re-home was performed to resolved the issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the image acquisition system (ias) of the imaging system became unresponsive at logo screen and did not start for more than 10 minutes. Shutting the system down and restarting resolved the issue. While docking the imaging system a noise was heard. The docking issue can be found in the MDR with the filing number 1723170-2017-03625. The site decided to use the system for procedure as there were no operational problems. There was no patient present at the time of the issue.